Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the black box and alarm history review shows multiple persistent call service alarms on (B)(6) 2013. The pump powers ¿on¿ with a hard ¿cs069¿ unable to clear. The display, the auditory and the vibration alerts are fully functional. Call service alarm is defined as flash chip u39 language file corruption; as a result the pump displays the ¿cs087¿alarm as the default alarm ¿cs069¿. The u39 chip was suspected, thus it was replaced and reprogrammed, the pump was able to power up and to display ¿verify¿ screen. The unit was primed and exercised with no further alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the u39 was corrupt. This report is made based on results of investigation completed on (B)(4) 2014.